Manufacturer narrative:
E1: initial reporter address- (B)(6). E1: initial reporter facility name- (B)(6) hospital. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd max zero needless connector is occluded. The following information was received by the initial reporter with the verbatim: product pre-flush found to have clogged joints; green claims are required, complaint response letters are required, complaint acceptance letters are required

Event description:
No additional information.

Manufacturer narrative:
Investigation results: one mp1000 china sample was received in opened packaging from lot 22125382 for investigation. The customer reported that they observed "clogged joints" when "pre-flush[ing]". The returned sample was subjected to functional testing by attempting to prime using a 50ml bd plastipak syringe from bd stock, which confirmed the customer's experience as an occlusion was observed. The details of this feedback were forwarded to the manufacturing site for investigation. Following an in-depth failure investigation, their analysis confirmed that the occlusion was most likely to have been caused by a malfunction during the automatic assembly process. During the assembly process, each maxplus component is subjected to a valve activation step, which confirms the fluid flow is unimpeded; in this instance it is likely that an error in the machinery occurred which resulted in the component not being subjected to the test, continuing on to subsequent assembly steps, instead of being automatically scrapped. A review of the production records for lot 22125382 confirmed that during manufacture of this lot a work order was raised to address an issue with the valve activation station and scrap station, therefore it is likely that the issue was identified after the manufacture of the affected component. In order to reduce the likelihood of operator error, the production personnel have been informed of this feedback to ensure that they are following the correct assembly process. Please note since the manufacture of this lot, the assembly equipment has been repaired to ensure the valve activation and scrap stations are functioning correctly. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mp1000 china product in the past 12 months.